Manufacturer narrative:
Investigation: the device was returned in its plastic packaging tray. The sealed pouch was not returned. Visual inspection revealed no nonconformities with the device. There was no evidence of blood. The pouch was not returned, therefore, the reported complaint "sterilization pouch was not sealed' could not be confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the sterilization pouch was not sealed properly. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.